Event description:
It was reported that during a gastric bypass procedure, the second anastamosis of jenuno-jejunostomy, the device with a blue load was fully fired with four pumps of firing trigger with no knife blade retraction and device compressed onto tissue. The jaws would not release the tissue and open. It was attempted to pump firing trigger again with no change in status. It was attempted red knife blade retraction button which was also unsuccessful. It was attempted to open jaws manually with grasper to no avail. Having exhausted all troubleshooting avenues, the surgeon gently twisted and pulled tissue out of the device jaws. The case was finished by cutting out the failed staple line, repairing the hole from the removal of failed staple line and rebuilding the anastamosis with a new echelon 60 stapler with a blue load.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what is meant by failed staple line? Only the proximal half staples were fully formed. Were the staples malformed? Not sure. Was the staple line incomplete? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The 11th firing the analysis found that the ec60a device was received in good visual condition and with an ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.